Event description:
Analysis of the returned device found that the coil was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the coil was broken from the pusher wire. The coil was also noted to be stretched in the region where the coil broke. It appeared that the coil became extensively stretched then broke. The internal and external suture also broke as a result of the extensive stretching. The distal end of the coil was kinked, this most likely occured as the coil was advanced into the catheter hub. No other anomalies were noted. Based on the investigation and the information provided, the most likely cause of the broken coil is handling by the physician during introduction to the microcatheter.